Manufacturer narrative:
The device involved in this event has not been returned for eval. Radio-opacity test was performed on the retained sample from the same lot and was found to be within specification. (B)(4).

Event description:
During procedure, it was reported that onyx could not be visualized under the fluoroscopy. No pt injury reported.